Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced over/under correction. The lens exchanged for a same length lens and the problem was resolved. Cause of the event was use error," surgeon used the wrong praop datas for calculation. New calculation was made, and a new lens was ordered. Patient is happy."

Manufacturer narrative:
H6 - health effect clinical code: 4581 - over/under correction. Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens and over/under correction are identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).